Event description:
Patient's mother reported patient had a port revision surgery because the physician "thought there was a port issue as they couldn't inject or pull out contrast from the port". The physician "did not explant any part of the device at that time" and told the patient there was a "problem in the band" and the "band would need to be removed." The patient is scheduled for device removal. Patient had been suffering "extreme continous vomiting for over 2 years", "is depressed", had delayed healing from the last surgery", "mental fog", and hasn't been able to work". Additional information: patient reported "currently am so sick that I am unable to clearly put together a timeline of the events that I have suffered through". Additional information: patient's mother reported "lap-band was explanted". Also reported that the physician stated "the band was full of an unknown substance that looked like reddish brown mud" and they were "concerned that the band had a leak and the substance was infection". These events had not been confirmed by the healthcare professional.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon implant date and explant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection, vomiting, delayed healing and depression are surgical/ physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the model number, serial number, diagnostic testing, patient data or further event details.